Manufacturer narrative:
The insulin pump passed self test and displacement test. No unexpected pump error 63 alarms noted during testing however, pump error 63 alarm (variable 3) confirmed in the downloaded history file due to broken pin 6 (sda) trace on the keypad assembly. The pump was programmed with a test guardian 3 link and a test plug. The insulin pump communicated properly with the sensor and test plug. The display showed the calibrate your sensor alarm properly after completion of the warm up. The insulin pump calibrated to the programmed test values properly and displayed correctly on the display graph. The insulin pump entered auto mode without calibration or enter bg errors. The insulin pump was monitored for several days while connected to the test sensor and plug. No auto mode anomaly or change sensor alarm noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the customer experienced hyperglycemia. The customer¿s blood glucose level was 403 mg/dl at the time of incident. The customer was assisted with troubleshooting. The customer did not mention any treatments and symptoms related to high blood glucose level. Customer stated that the insulin pump had hardware low level failure. Customer stated that they were able to clear the alarm and were also able to rewind the insulin pump. Customer stated that the insulin pump failed the self test. Customer did not receive a calibration not accepted alert. Customer did receive a change sensor alert. The device will be returned for analysis.